Manufacturer narrative:
As this was a remote service case, no philips engineer attended the site and the replaced component was not returned to philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the speaker to resolve the issue.

Event description:
It was reported that the device indicates a speaker defect inop. It is unknown if the device produced sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the speaker was identified as the likely cause of the malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).